Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including functional testing, defib shock testing, and impedance testing without duplicating the report. An internal inspection of the device found no discrepancies. The ECG board was replaced as a precaution. The device was recertified and returned to the customer. The original multifunction cable (mfc) was returned for evaluation; no discrepancies were found. The pads and cprd adaptor were not returned for testing. Analysis of reports of this type has not identified an increase in trend.